Event description:
It was reported the patient's blood glucose level (bg) rose to 500 mg/dl while wearing the pod between 49 and 71 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. As treatment, a new pod was successfully applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. The adhesive pad was not returned with the device. No damages or defects were observed with the adhesive welds that would result in a failure to adhere. The exact cause of the reported adhesive failure could not be determined. The soft cannula was observed to be stretched measuring longer than specification at 1.37 inches. Upon removal of the device's top and bottom housings the formed needle was observed protruding through the soft cannula 0.55 inches from the nail head. This resulted in a fluid path failure as fluid was diverted from the intended fluid path. Fluid was observed to leak from the end of the formed needle instead of passing the full length of the soft cannula. It could not be determined when or how these damages occurred.